Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A damage issue was reported with the abbott diabetes care (adc) reader. Customer was unable to use the reader after it fell into water, was damaged, and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "went to sleep and confused after waking up", and was unable to self-treat, requiring third-party treatment of "food" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A damage issue was reported with the abbott diabetes care (adc) reader. Customer was unable to use the reader after it fell into water, was damaged, and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "went to sleep and confused after waking up", and was unable to self-treat, requiring third-party treatment of "food" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.